Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and then a motor error after he pressed the act button. The blood glucose reading was 108 mg/dl. The customer was sent a continuation of therapy insulin pump. The insulin pump was not returned for analysis.

Manufacturer narrative:
The pump passed the displacement, basic occlusion, prime, operating currents, self test and off no power tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. No motion sensor test failure or excessive no delivery alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip and a cracked reservoir tube.